Event description:
On 2012 (B)(6) t2h advance mode operation was performed. After the insertion of the nail into the bone with the target device, when the target device was connected to the nail, the top of the nail was damaged and became impossible of connect to the target device. He used a nail of 9 millimeters diameter of the same length and finished. The top of the nail bent inward.

Manufacturer narrative:
Device was discarded. No eval will be performed. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. If add'l info is received it will be reported on a supplemental report.